Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the pr oximal and distal luer hubs. Visual analysis revealed a hole in the extension line directly adjacent to the distal luer hub. This damage is consistent with the molding defect seen on PICC extension lines. In addition, there was a kink on the distal extension line near the distal luer hub. The catheter body also appeared intentionally cut and the remaining portion of the catheter body was not returned. The total length of the catheter body (from the juncture hub to the catheter tip) was measured to be 4" and 10/16", which is not within the specification limits of 21 1/2"-22" per the catheter graphic. This indicates that at least 16" and 14/16" of the catheter body was not returned. The kink on the distal extension line measured 4mm from the distal luer hub. The outer diameter of the extension line measured to be 0.0950" which is within specifications of 0.093"-0.097" per the extension line extrusion graphic. The inner diameter of the distal extension line measured to be 0.058", which is within specifications of 0.055"-0.059" per the extension line extrusion graphic. This indicates that the wall thickness measured as expected. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "flush lumen(s) to completely clear blood from catheter." The distal and proximal extension lines were initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from a hole in the extension line directly adjacent to the distal luer hub. No leaks were detected in the proximal extension line. Despite the damage to the distal extension line, a manual tug test confirmed the proximal extension line was fully secured within its luer hub. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing the catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further con sultation requested". "Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." "Ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." "Do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." "Use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this kind.

Event description:
The complaint is reported as: catheter was placed by ir (interventional radiology) in early november 2020, patient returned to the hospital the 1st week of march and indicated that the catheter was "leaking", ir found that when they flushed the line that one of the hubs was leaking at the juncture where the hub is connected to the clear extension tubing, the line was removed and replaced with a bard PICC. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter was placed by ir (interventional radiology) in early (B)(6) 2020, patient returned to the hospital the 1st week of march and indicated that the catheter was "leaking", ir found that when they flushed the line that one of the hubs was leaking at the juncture where the hub is connected to the clear extension tubing, the line was removed and replaced with a bard PICC. No patient harm reported. The patient's condition is reported as fine.